Event description:
Additional information received from the consumer reported that she had the device removed and it never helped her bladder. The implant movement issue was resolved. She did not know why the implant traveled in her body. The pinched nerve had subsided at the time of this report, which the patient believed was caused by the device. The disc problem persisted but was not as bad since the implant was removed. She thought it was pushing against the device.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v109631, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported that patient was not feeling stimulation. It was reported that the therapy has never provided benefit and she was told to turn stimulation off. The patient now wanted the system removed because of a pinched nerve and bad disc that was requiring MRI to be done. The patient experienced return of symptoms. The patient stated that the implantable neurostimulator (ins) was placed higher in the back and has since traveled in her body and is now in her hip. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.